Manufacturer narrative:
If implanted/explanted, give date: not applicable as this is not an implantable device. It was indicated that the device is not returning for evaluation as it was discarded. Therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the cartridge tip was split/cracked. Reportedly, the tip of the cartridge touched the patient's eye and the lens was stuck in cartridge. No patient injury was reported. No medical or surgical intervention was required. The cartridge was discarded by the customer. No further information was provided. The same issue was reported for 2 cartridges; therefore 2 reports will be submitted. This MDR is the first of 2.